Manufacturer narrative:
No button error alarm was noted. The act button did not response due to a corroded keypad trace. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 100 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.